Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing and functional testing was performed and the tests passed. The shared data log was reviewed and it contained a bluetooth pairing failure event. The reported event of bluetooth pairing failure was confirmed. A root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.